Manufacturer narrative:
B5; additional information received; it was confirmed that there was no damage noted to the delivery system of device packaging prior to opening and the deployment steps were followed per the instructions for use. The issue occurred during deployment of the stent graft. The patient did not receive treatment medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Photo evaluation summary: two (2) images were received. One image confirms the device serial number (B)(6), which matched that on gch. The second image captured the external slider screw gear and tip capture release handle loaded in the product tray. A third image was subsequently received confirming the product identification. The reported insertion difficulties could not be could not be confirmed based on image review. B5; additional information received: it was clarified that the patient had aortic coarctation and had previously a non-medtronic stent implanted. When the valiant captivia the patient, the angle of the previously implanted non-medtronic stent was too large, and the captivia was be unable to pass through the blood vessels. There was no deployment issue, as the device was unable to reach the desired deployment site. The issue occurred when the valiant captivia was attempted to pass through the non-medtronic stent. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
A valiant captivia stent graft (vamf3228c150te) was intended to be implanted during an unknown emergency endovascular procedure. It was reported during the index procedure, an evaluation determined that a main valiant captivia stent graft (vamf3228150) was required. However, after positioning the stent, it could not be successfully deployed and was subsequently withdrawn. Per the physician the cause of the deployment issue was not determined. No additional clinical sequelae were provided, and the patient will be monitored.

Manufacturer narrative:
Product analysis the device returned with the external slider and the tip capture release handle in the home position. The end of the taper tip was deformed and misshapen. There was no further deformation observed to the device. The reported insertion difficulties were confirmed through analysis findings. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.